Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a maxillofacial debridement and suture operation, when the doctor punctured the skin and inserted the needle, the needle was broken and it could not be used. A new suture was used to resolve the issue. There was no patient injury.